Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances related to the reported complaint condition were identified. A detached needle and an undispensed suture of product were received for evaluation. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected and no suture remnant could be observed at the barrel hole, the end of the suture was examined and there isn¿t enough impression at the swage end, resulting in a needle pull off defect. The pull-out defect has been correlated to the manufacturing process. This defect is caused when does not tightens the press correctly and the swage area be weak on the needle/suture rep samples: thirteen unopened samples of product were received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. An winding former with three needle/suture combination in slot # 5, 6 and 7 of product were received for evaluation. During the visual inspection of three needle/sutures, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "the needle barely attached to the suture"? What was the initial procedure? Please confirm how many devices that had suture needle pull off issue during this single procedure? It was reported" the whole box was the same" please clarify. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Evaluations for actual additional samples received were submitted via 2210968-2020-08158, 2210968-2020-10163, 2210968-2020-10165, 2210968-2020-10166 and 2210968-2020-10167.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During evaluation, additional detached needle was observed. There were no adverse patient consequences reported.